Event description:
The male pt received a cypher stent in the lad. Over three years after the index procedure, the pt had angina pectoris and dyspnea. There was no evidence of mi or stent thrombosis. The lad was treated. Site indicated that it was the target vessel but not the target lesion. It is unknown if there was peri-stent restenosis. Pt was treated with a cypher select plus stent. No further information is available.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.